Event description:
The customer observed falsely elevated sodium and calcium results generated on the alinity c processing module for one patient. The following data was provided: sid (B)(6). Sodium first result 197 mmol/l, rerun 142 mmol/l. Calcium first result <0.25 mmol/l, rerun 2.41 mmol/l. (Normal ranges na 136-145 mmol/l, ca 2.28 -2.60 mmol/l). No additional patient information was provided. No impact to patient management was reported.

Manufacturer narrative:
Section a1 patient identifier reached maximum character limit, the complete ID is (B)(6). Section a patient information: refer to section b5 for complete patient information. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Additional information added to sections: a2. Age, a3. Sex, b5. Describe event. A complaint investigation was conducted for the alinity c processing module, serial number (B)(6) to address the customer¿s observation of falsely elevated results. The alinity c processing module, serial number (B)(6) logs and sample tubes were reviewed. Upon review the sample tubes were found to be mislabeled leading to the incorrect sample collection tube/anticoagulant (sodium fluoride) being used for assay testing. The instrument service history review revealed no additional tickets related to discrepant /erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending did not identify any trends regarding the customer reported event. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and adequately addressed the issue under review. The alinity c calcium2 and ict sample diluent assay package inserts list the acceptable specimen types, collection tube type and anticoagulants for use with each assay. Sodium fluoride is not listed as an acceptable anticoagulant for use with the alinity c calcium2 reagent or the ict sample diluent. The incorrect sample collection tube was used for assay testing. Based on the investigation, no systemic issue or deficiency of the alinity c processing module, serial number (B)(6) was identified. Based on the information within the complaint record, the device met performance specifications and performed as intended at the customer site.

Event description:
The customer observed falsely elevated sodium and calcium results generated on the alinity c processing module for one patient. The following data was provided: sid (B)(6), sodium first result 197 mmol/l, rerun 142 mmol/l, calcium first result <0.25 mmol/l, rerun 2.41 mmol/l, (normal ranges na 136-145 mmol/l, ca 2.28 -2.60 mmol/l). Update: the patient is a 29-year-old male. No impact to patient management was reported.